Event description:
This device was explanted due to normal battery depletion. This device was returned and analyzed which indicates normal device function.

Event description:
Boston scientific received information that there was a discrepancy between the gas gauge display and the current known longevity for this device. Additional information was sought from a local area representative. The representative confirmed that the device was checked and working appropriately at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The discrepancy allegation between the gas gauge display and the current known longevity for this device was not confirmed. This device met specifications.

Manufacturer narrative:
All available information indicates this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.